Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during an intraocular lens (iol) implantation procedure, observed crack in middle of lens, and the iol was subsequently explanted during initial implantation procedure. Additional information has been requested.